Manufacturer narrative:
Zoll has received the thermogard console however, the investigation is pending. A follow-up report will be submitted when the investigation has been completed.

Event description:
During system check after demonstration, the thermogard console (sn (B)(6)) displayed mid:01 (post watchdog) error message. The console was rebooted several time however, issue was not resolved. No patient involvement.

Manufacturer narrative:
The report of the thermogard xp ivtm console (sn (B)(6) displayed mid:01 (post watchdog) error message on was confirmed during functional test and in the event log. The root cause of the reported complaint was due to a defective I/o printed circuit board (pcb). No physical damage on the console was observed during visual inspection. During event log review, multiple mid:01 (post watchdog) error codes were identified on the event date, thus, confirming the reported complaint. Initial functional testing could not be performed due to mid:01 error message displayed during power on self-test. To remedy mid:01, the defective I/o pcb was replaced. After part replacement, the thermogard ivtm console passed all functional tests without any fault or error. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history complaint reported for the thermogard console with serial number (B)(6).

Manufacturer narrative:
The report of the thermogard xp ivtm console (sn (B)(4) displayed mid:01 (post watchdog) error message on was confirmed during functional test and in the event log. Most likely the root cause of the mid:01 is the variation in the tolerance of the component on the I/o printed circuit board interacting with the power supply under certain conditions. The components on the I/o printed circuit board were replaced to handle the tolerance variations. No physical damage on the console was observed during visual inspection. During event log review, multiple mid:01 (post watchdog) error codes were identified on the event date, thus, confirming the reported complaint. Initial functional testing could not be performed due to mid:01 error message displayed during power on self-test. To remedy mid:01, the I/o pcb was replaced. After part replacement, the thermogard ivtm console passed all functional tests without any fault or error. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history complaint reported for the thermogard console with serial number (B)(4).